Manufacturer narrative:
Device evaluation summary: the device returned with sheath and stylette loaded. The sheath and stylette were removed with no issues. The stent was positioned on the balloon between the marker bands as per specifications. No stent deformation was evident. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary, drug eluting stent to treat a moderately tortuous, moderately calcified lesion in the mid right coronary (rca) artery. It was reported that the stent deformed in vivo during positioning. It was stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The patient is alive with no injury.